Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turns on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit would turn on by itself after a field service engineer (fse) went to the site and implemented a field change order. The customer requested bench repair. Bench repair is currently pending. Investigation is ongoing.

Manufacturer narrative:
H10: the unit was sent to bench repair and the user interface (ui) printed circuit board assembly (pcba) was replaced at bench repair to resolve the issue. The unit was sent to bench repair and the ui pcba was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The ui pcba was installed on a standard test bed (stb) and powered on and off without any issues. The ui pcba then remained in the power down status for 1 hour with no random or spontaneous power ups. The ui pcba was then tested with alternating current (ac) and internal battery connected to the stb and it was confirmed the ui pcba passed all testing. Pil was unable to duplicate the reported issue and concluded no fault found.